Event description:
The customer reported the ac adapter blew up. Customer indicated the pump still works with batteries. Pump is 10 months old.

Manufacturer narrative:
Only limited information was provided at the time of customer contact (no product number, customer last name, phone number, e-mail). No product was returned for evaluation. As no customer contact information was released, no attempts to follow-up can be conducted. Therefore, no definitive conclusion can be made regarding the root cause of this event.